Manufacturer narrative:
E1: initial reporter phone no.(B)(6) h11: the device was received for evaluation. A review of the event history log did not show keystrokes, programming, or use related events that would indicate and/or contribute to the reported issue. During functional testing, the reported under-infusion issue was reproduced; test runs were giving intermittent passing ang failing (within 10%) results after several test runs. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a defective mechanism assembly. The mechanism assembly would be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during preventative maintenance testing in the biomed service department. The test was performed at 25 ml/h, 25 ml; however, the pump under-infused. There was no patient involvement. No additional information is available.